Event description:
Event description boston scientific received information that out of range impedance measurements from this ventricular lead had trigged the lead safety switch (lss) on this pacemaker. Daily measurements showed impedance in the 500 ohm range, however, recently impedance was recorded at 200-250 ohms. Stored egrams show a lot of vt episodes with loss of capture which is able to be reproduced by the clinician.